Event description:
It was reported that when using the bd pyxis¿ es server, that the new patients were not showing on the station. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the station did not show any new patients. A technical support specialist (tss) dialed into the server and identified delayed orders and patient info due to carefusion coordination engine (cce) processing issues. The key services were restarted and deployed the interfaces services utility package. The structured query language (sql) memory cap was adjusted; application pools and service accounts were reconfigured. The cce services were verified and confirmed successful login and case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, that the new patients were not showing on the station. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.